Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to go the hospital due to an issue with their implantable pulse generator (ipg). The ipg was checked and the patient was able to return home. The ipg remains in use. No further patient complications have been reported as a result of this event.